Event description:
It was reported that the customer experienced a high blood glucose reading of 400 mg/dl. The customer stated that he broke the battery cap on the insulin pump and was unable to reinstall it into the device. He also noted a broken belt clip. He stated that the high blood glucose levels were a result of his not wearing the insulin pump. He was advised that the belt clip and battery cap would be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.